Manufacturer narrative:
Investigation completed on a smiths medical cadd administration sets - non flow stop. The complaint was verified during testing and by photos provided with leaking at the filter. The product was visualized closely from 12" -16 " and found to have delamination at the join of the tube and adapter tube. When testing was done with hydrostat, leaking was observed between the filter and the coiled tubing. Quality review was done on lots p/n 21-7394-24 l/n 3971624 for lots p/n 21-7036-01 lots were not programmed to be manufactured in the near future. The review on (B)(6) 2020 did not reveal any discrepancies as the tests performed normally. Believed root cause of event was production personal did not detect the bonding malfunction issue prior to release.

Event description:
Information was received indicating that the cadd administration set leaked at the filter during priming. There was no reported injury or adverse events.